Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the end of a trial procedure the neuromonitoring detected a loss of motor signaling in the distal extremities. The physicians performed a forced awake after closing and the patient was able to move their toes with stimulation, but was not moving their legs on command, whereas was able to move arms and hands on command. The physician was concerned, and surgical intervention took place where the system was explanted to address the issue. The patient was admitted for observation and was reporting return of motor function in legs. The patient was going home that day.